Manufacturer narrative:
The explanted products were not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received inappropriate shocks due to t-wave oversensing. The device software was updated to include the smart pass feature; however, the feature could not be programmed on. Technical services discussed the amplitude of the r-waves was too small for smart pass to be enabled. It was noted the patient did not want a revision procedure to optimize the r-wave amplitudes. Two years later a clinician contacted technical services to discuss the device. The patient was new to the clinic and the clinician was trying to mitigate t-wave oversensing, as the patient had a history of inappropriate shocks. Technical services discussed smart pass would not enable due to the small r-wave amplitudes. Four months later, the s-ICD and electrode were explanted due to the inappropriate shocks and a transvenous system was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Inspection of the header and lead barrel noted no irregularities. The seal plug was intact and no obstructions were observed in the lead barrel. An s-ICD electrode was inserted into the lead barrel and was properly secured with the setscrew. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.